Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Customer may not have been performing air removal technique properly, although unable to confirm. Customer loaded a new cartridge to address the issue. Customer's blood glucose level was 300 mg/dl.